Event description:
It was reported that during a lobectomy procedure, while stapling the pulmonary vein the surgeon found the device to be stiff to close. The device was fired and then released and removed. Upon removal it was found that the device had not fired all of the staples which meant a small area of the vein had to be hand sutured. The pt is in stable condition.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.